Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'upstream occlusion' which was not reproduced. A review of the event history log identified multiple 'upstream occlusion!' Alarms but were not determined if the alarms were true or false. The reported condition was verified. Evaluation observed ultrasonic sensor calibration was within range, the sensor and tubing channel appeared normal through visual inspection. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.